Event description:
Patient reported having had right side "moderate" breast pain. Patient additionally reported right side breast feels "painfully hard and looks abnormal due to capsular contracture baker grade IV. Patient reported having been diagnosed with a ¿connective tissue disorder.¿ side was unspecified. Upon review, the event of "connective tissue disorder" has been ruled out. Physician later reported a right -side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000077. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Rupture: observed broken assessed as fold flaw opening also observed an opening assessed as surgical damage. As per the investigation procedure, non-penetrating nicks, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii-IV, rupture.